Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 16-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pain (seen as pelvic pain) and heavy bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Coils were removed approximately 3 years after insertion. Pelvic pain and changes in bleeding pattern, including severe and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (device removal - hysterectomy). A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic area pain') in a 23-year-old female patient who had essure (batch no. 627406) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 4. Concurrent conditions included obesity, endometriosis and dysmenorrhea. In 2008, the patient experienced genital haemorrhage ("heavy bleeding"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient was found to have weight increased ("weight gain") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), migraine ("migraines / headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced alopecia ("hair loss"), sexual dysfunction ("sexual dysfunction") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (operative laparoscopy and partial salpingectomies and retrieval of essure devices bilaterally.). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and abdominal pain lower was resolving, the genital haemorrhage, alopecia, sexual dysfunction, cystitis and vaginal infection outcome was unknown and the weight increased, vaginal haemorrhage, menorrhagia, urinary tract infection and fatigue had not resolved. The reporter considered abdominal pain lower, alopecia, cystitis, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, sexual dysfunction, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2008 essure device easily deployed with just a haif a trailing coil seen on both the sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number: 627406 manufacturing date: 2008/06 expiration date: 2010/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic area pain') in a 23-year-old female patient who had essure (batch no. 627406) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 4. Concurrent conditions included obesity, endometriosis and dysmenorrhea. In 2008, the patient experienced genital haemorrhage ("heavy bleeding"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient was found to have weight increased ("weight gain") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), migraine ("migraines / headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced alopecia ("hair loss"), sexual dysfunction ("sexual dysfunction") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (operative laparoscopy and partial salpingectomies and retrieval of essure devices bilaterally.). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and abdominal pain lower was resolving, the genital haemorrhage, alopecia, sexual dysfunction, cystitis and vaginal infection outcome was unknown and the weight increased, vaginal haemorrhage, menorrhagia, urinary tract infection and fatigue had not resolved. The reporter considered abdominal pain lower, alopecia, cystitis, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, sexual dysfunction, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2008 essure device easily deployed with just a haif a trailing coil seen on both the sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 8-dec-2020: pfs received. Events added: abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal), migraines / headaches, fatigue, lower abdomen pain. Event outcomes were updated to recovering/ resolving for pelvic pain, lower abdomen pain and for migraines, abnormal bleeding, fatigue, utis, weight gain to not recovered/ not resolved. Lot number, reporters information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced alopecia ("hair loss"), weight increased ("weight gain") and sexual dysfunction ("sexual dysfunction"). The patient was treated with surgery (laparoscopy, partial salpingectomy and retrieval of both essure devices 3 years after insertion). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, weight increased and sexual dysfunction outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, alopecia, weight increased and sexual dysfunction to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pain (seen as pelvic pain) and heavy bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Coils were removed approximately 3 years after insertion. Pelvic pain and changes in bleeding pattern, including severe and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (device removal - hysterectomy). A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.